Event description:
It was reported that prior to starting a da vinci si surgical procedure, the scissor tips on the curved scissors instrument would not open. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an in-house system and driven. Recognition and engagement passed. The snake wrist was yawed over to one side instead of straight when first installed. Housing was removed to find input gears for pitch and yaw have skipped some teeth. Skipped teeth change the orientation of the snake wrist. Blades would not open as well, as they are stuck. Additional observation not reported was damage to the main tube. Insulation was found with several gouge marks. Marks were short in length and not axially aligned with the tube. The main tube also exhibited a couple of different damaged sections with tube insulation removed, and material is missing. The main tube also exhibits discoloration (white striations). Evidence not conclusive, but damage may be a result of improper cleaning. The instrument has 6 uses left. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if pertinent additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The cleaning and sterilization user manual specifically states: prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage.